Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from (B)(6), 2019 - (B)(6), 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed residual drug fluid inside the device bladder. For the reported condition, a functional flow test is required, but this was not possible due to the lack of the physical sample. The reported condition was verified during visual inspection of the photograph, however, the cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not completely infuse during patient infusion. The device had been filled with 3150mg fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.